Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, after deployment of a 26 mm sapien 3 valve by transapical approach in the aortic position, the certitude delivery system balloon burst at nominal volume. An attempt was made to retrieve the balloon back into the sheath and due to ¿pulling very hard¿, the distal part of the delivery system separated. All of the pieces were able to be pulled back into the sheath and removed all devices from the patient. Despite the balloon burst, the valve was well implanted and no post dilation was required. The patient was doing well post procedure and patient status is good. The patient annulus was severely calcified. Per report, the doctor believes that the severely calcified annulus was the root cause of the balloon burst. As reported, no bav was performed prior to valve deployment.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The certitude delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: full radial burst (does not appear to be missing any balloon pieces), guidewire shaft with nose tip is separated from the rest of the delivery system, kink on guidewire shaft where it enters sheath, and bend on sheath. Imaging was provided and reviewed. The guidewire shaft with the nose tip was separated from the delivery and atrion was filled was blood and the balloon burst. Functional testing was unable to be performed due to the condition of the returned device (balloon burst and guidewire/nose tip separated). Dimensional testing was performed on the single wall thickness of the balloon and was found to be in within specification. During manufacturing, the balloon is 100% visually inspected per procedure, for fish eyes, crow¿s feet, and contamination. The balloon working length, diameter, proximal and distal leg ids, proximal leg od, and double wall thickness were also 100% inspected. During manufacturing of the delivery system, the balloons are 100% inspected for contamination prior to pleat and folding per procedure. Per procedure, the delivery systems are 100% leak tested before final quality inspection. During final inspection, the device undergoes 100% 100% visually inspected by both manufacturing and quality per procedure. The entire device is inspected for mechanical damage (i.e. Kinks, breaks, and separation), misplaced/missing/extra/incorrectly assembled parts and contamination. In addition, balloon burst testing was performed on the finished work order under a sampling basis during product verification testing per procedure. All samples tested met statistical acceptance criteria. These inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaints. Based on an edwards lifesciences technical summary [risk of balloon burst in a calcified aortic annulus], it is considered unlikely that this type of complaint results from a manufacturing defect. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿balloon- burst¿, ¿delivery system - withdrawal difficulty-through sheath¿ and ¿distal tip, nose tip- separated¿ were confirmed, and no manufacturing non-conformities were found in the returned sample. Review of manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaints. A review of the IFU and training materials revealed no deficiencies. It was noted that the patient had severe annulus calcification. This indicates that the balloon may have come into contact with the calcium, resulting in the burst. Based on this account, it is likely that the root cause of the balloon burst is related to those detailed in and edwards lifesciences technical summary. A detailed root cause analysis for similar returned complaints has been summarized in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, and it details why balloons are subject to increased risk of burst in a calcified annulus (calcified nodules within the annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure). The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicate that they are typically caused by interaction with calcification in the annulus. Additionally because the balloon burst, it is likely the torn balloon got caught on the distal tip of the sheath during withdrawal resulting in difficulty. Excessive or forceful manipulation of the device likely caused the guidewire lumen with nose tip to become separated. As stated, ¿the certitude delivery system balloon burst. It was not possible to get the balloon back into the sheath and due to pulling very hard, the distal part of the delivery system separated¿. Per procedure, in event of a balloon burst, excessive force should not be used to withdraw the delivery system through the sheath tip. No visual abnormalities were observed on the returned sample, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. Technical summary is applicable to this complaint because calcification was present in the annulus and could have caused the balloon to burst. As such, an engineering evaluation is not required per procedure. The complaints were confirmed. In this case, available information therefore suggests that patient factors (calcification) and/or procedural factors (excessive force used during withdrawal) likely contributed to the complaint events. The occurrence rate does not exceed the october 2018 control limits for the trend category, no corrective or preventative action is required.